Manufacturer narrative:
Date sent to the FDA: (B)(4). The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. It was reported performance breakage suture. Thirteen unopened samples were returned for analysis. The issue sample was not returned for evaluation. During the visual inspection of the three unopened samples, no defects were found on the packages. The samples were opened, contains two strands double armed per packet; the swage and attachment area of needles were as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed and the tensile force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance - breakage suture was found on the sutures and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was only 1 procedure involved in this complaint? Did only 1 suture break in this procedure? Event date. Procedure name. Any adverse patient consequences? If yes, explain. What medical/surgical intervention was provided? How was case completed?

Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and suture was used. During the procedure, the suture broke several times when performing the knot. There were no adverse patient consequences reported. Additional information has been requested.